Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6012650, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012650 was manufactured according to the work instruction (wi) version 76 in the line inset 02 l5, on 11/apr/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5c04377 was manufacturared according to the form version 67 in the machine sc02 on 08/apr/2025, whith a total of (B)(4) units. The lot 4l05368 was manufacturared according to the form version 65 in the machine sc09 on 27/nov/2024, whith a total of (B)(4) units. The lot 4l05366 was manufacturared according to the form version 65 in the machine sc09 on 26/nov/2024, whith a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced infusion set tubing clogged event on (B)(6) 2025. No further information available.